Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirms the device is cracked and a piece is missing. The missing piece was not returned. The device shows extreme signs of wear and tear. The manufacture date is 2011. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference number: (B)(4).

Event description:
It was reported that a genesis ii oval patella 5 pt. Size gde broke when the rep was placing items back in the tray. No case involved.